Event description:
At the pump refill appointment on (B)(6) 2012, the patient was informed there was an issue. The patient planned to visit the hcp on (B)(6) 2012 for a dye study procedure. The patient experienced increased pain "when he is sitting in the afternoons." The patient's status was reported as "good." A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patients pump had not yet been replaced, and there was a volume discrepancy. The healthcare provider was awaiting approval from the patient's insurance company to replace it. When the paperwork is reprocessed, they will replace the pump. The pump has continued to intermittently stall and re-start, which was confirmed by telemetry. The pump was functioning, however there was a volume discrepancy. The last refill prior to (B)(6) 2012, the expected residual volume was 1ml but the actual residual volume was 5ml. The pump did continue to deliver medication though, and the patient was said to be "doing fine." The only affect the patient was having was psychologically due to worry of not receiving his medication. The provider was going to send in the pump for analysis and send notification when the replacement occurred.

Event description:
It was reported the patient experienced an intermittent change in therapy effect. The patient noticed periods where the pain level intensified. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. It was indicated the pump had stalled several times since (B)(6). The last stall was (B)(6) 2012 with no recovery. Caller mentioned patient used something over his neck for his hearing. Caller stated patient was not aware of any exposure to magnetic fields. Per hcp, the event was due to failure to aspirate the catheter. It was noted occlusion/kink. A catheter revision was performed. It was indicated the patient required hospitalization and was noted "outpatient." It was noted there was no injury and the patient recovered without sequela. It was noted non-serious injury/illness. The pump was delivering morphine.

Event description:
This event was previously reported under manufacturer report # 3004209178-2012-07019 [it was reported the patient's pump was replaced on (B)(6) 2012. The pump was having daily motor stalls thus the patient's pain levels were fluctuating. The patient's wife also heard the pump alarm. The patient was receiving intermittent therapy. The device system was used to deliver morphine.] Additional information received further indicated that the patient didn't feel like the pump was working. If additional information becomes available, the information received will be reported under this manufacturer report # 3004209178-2012-03498.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed pump motor gear train anomaly with corrosion and/or wear and lack of lubrication. They also found a hole in the pump tube with mechanical wear and a pump motor feed thru anomaly. (B)(4).

Manufacturer narrative:
Product ID 8590-8, serial # (B)(4), implanted: (B)(6) 2012, product type accessory.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.